Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. .

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission: 12-dec-2017. Device evaluation: the device has been returned and evaluated by product analysis on 17-nov-2017 with the following findings: the black box and alarm history showed one ¿call service (cs) 064-0008¿ motor alarm on (B)(6) 2017. The returned battery cap was able to fit securely. The ¿ez-prime¿ steps were performed correctly and no ¿cs 064¿ alarm or any other alarms/warnings occurred during the investigation. Investigators were unable to duplicate ¿cs alarm issue¿ complaint. The pump's cover was removed; no intermittent condition was found to the motor flex/connector or to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.